Manufacturer narrative:
No product was returned and are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review showed there were no discrepancies reported during the manufacturing of the reported lot number.

Event description:
It was reported that a patient had multiple injuries which included a pelvic fracture (west), hemorrhagic shock, traumatic splenic rupture, rib fracture (western) emergency department for total splenectomy and arterial embolization. An endotracheal intubation was performed october 30th, with ventilator assisted breathing, and a postoperative transfer to the ICU. Endotracheal tube fixed and managed smoothly, air bag pressure was normal, the patient was occasionally agitated, and sedatives continued to be used. When the patient's balloon pressure was measured the afternoon of november 2nd, the airbag pressure of the patient was measured, and abnormalities were found, and the ventilator alarmed abnormally. The patient coughed violently, and the voice in the throat was abnormal. Immediately checked the performance of the endotracheal tube and endotracheal re-intubation was performed.